Manufacturer narrative:
MFR completed the entire form. Additional MFR narrative: customer has not yet returned the device to the MFR for the device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported difficulty passing the suction catheter as it became stuck, which required removal of the locking mechanism to suction. During the removal of the locking mechanism, the patient required an emergent endotracheal tube replacement. No permanent adverse effects to patient reported.